Manufacturer narrative:
The covidien technical support engineer (tse) troubleshoot this issue with the customer over the phone. Tse recommended running ventilator on test lung. Covidien not authorized to evaluate the device. The customer reported to have not duplicated the alleged malfunction and did not replace any parts. (B)(4).

Event description:
The customer reported that an 840 ventilator had a loss of communication between the breath delivery unit (bdu) and the graphic user interface (gui). There was no pt involvement. The date of event is unk.